Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us it was stated in the initial report that the concerned sample was "thrown away". We have requested additional information and have been informed by the customer on june 07th, 2022 that "I will reach out to the facility one more time and if we do not receive any sort of response by the end of the week let's plan to close out the report". As no further information was made available, no conclusion can be drawn what might have caused the claimed incident. We therefore close out the investigation and the report.

Event description:
On april 22nd, 2022 we have been informed about an incident involving a dispersive electrode. A cervical radiofrequency ablation (rfa) procedure was performed at an unknown hospital in the us. A non-monitoring dispersive electrode (model skin tact wr01) and an unknown generator have been used. The initial reporter stated "we have been initially informed that: a patient received some sort of burn on their calf during a cervical rfa. Prior to the procedure the skin was cleaned and free of hair. The tech pushed down on the pad during the procedure to stop the burning sensation, and the actual grounding pad was thrown away by the physician." No information about the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated afterwards have been disclosed to us. The incident is reported because it is unknown if and how the skin injury had to be treated. The incident might not constitute a reportable event. Despite repeated requests no further information was provided.

Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us it was stated in the initial report that the concerned sample was "thrown away". We have requested additional information but none was available to the date of this report. As no further information was available, no conclusion can be drawn what might have caused the claimed incident. We will continue to request for further information and provide a follow up report once we have received.

Event description:
On april 22nd, 2022 we have been informed about an incident involving a dispersive electrode. A cervical radiofrequency ablation (rfa) procedure was performed at an unknown hospital in the us. A none-monitoring dispersive electrode (model skintact wr01) and an unknown generator have been used. The initial reporter stated "we have been initially informed that: a patient received some sort of burn on their calf during a cervical rfa. Prior to the procedure the skin was cleaned and free of hair. The tech pushed down on the pad during the procedure to stop the burning sensation, and the actual grounding pad was thrown away by the physician." No information about the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated afterwards have been disclosed to us. The incident is reported because it is unknown if and how the skin injury had to be treated. The incident might not constitute a reportable event. Despite repeated requests no further information was provided. We will provide a follow up report when we will receive additional information.